Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the patient had vomiting and experienced high blood glucose level due to bent cannula. Mother of the patient stated that her son had three admissions to intensive care in the last 6 months due to the quick set bends. The patient was admitted in the intensive care unit once on (B)(6) 2019 and on (B)(6) 2019 due to diabetic ketoacidosis with blood glucose level in 600's mg/dl at both incidents. The duration of stay was two at both times. The date of third hospitalization was not provided. The site location was patient's right lower abdomen. The patient was able to pinch an inch comfortable where the cannula inserted. The mother stated that it looked as if it was bent at 45-degree angle. Moreover, the patient had faced 20 to 30 bent cannulas since (B)(6) 2019, for which the patient's mother does not have specific information and incident dates. During hospitalization, the patient received insulin drip as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.